Event description:
Caller reported receiving inaccurate high readings in a clinic setting. One of the pts experienced hypoglycemia while receiving a normal blood glucose level reading with the freestyle. Pt was transported to the hosp 15 minutes away and upon hosp testing, received a reading in the low 20 mg/dl range. Specific treatment was not described by caller. Freestyle testing was conducted on the fingers.